Manufacturer narrative:
Collection tubes from the ER arrive thorough the pneumatic tube system and are processed on the automation line. (Samples 1/1, 2/1, 3/1, 5/1 and 6/1 are from the ER). Qc was within the customer's established ranges during this event. Service was not dispatched fort his event. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false positive total bhcg (tbhcg) results generated by the unicel dxi 800 access immunoassay system for seven different patients' samples. Upon repeat the results were within the normal reference range. The lower tbhcg results better matched the patients' clinical picture and were reported out of the lab. The false high results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.